Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer had treated their blood glucose with a manual injection and bolus. It was also found the customer was feeling thirsty and tired due to their high blood glucose. Troubleshooting found the customer had a bent cannula after removing their infusion set. Customer also reported receiving several no delivery alarms. It was also found insulin was able to exit during troubleshooting. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.